Event description:
Reporter stated that patient received the following results on the performa system compared to lab results within 10 minutes: 87 mg/dl (performa meter) and 50 mg/dl (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available to return.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.